Event description:
On 2/11/92, a patient underwent diagnostic arthroscopy of the arthroscopic parcel and medial meniscectomy with synovectomy. A 3m arthroscopy pump was used during the operation. The 3m representative was not present during the operation. During the operation, the alarm on the 3m pump went off. The nurses reviewed and followefd the trouble shooting procedures a s outlined in the 3m manual accompanying the pump. After following the procedures, the 3m pump appeared to function normally and the surgeon continued the operation. Towards the end of the operation, the alarm was again triggered. At this time the surgeon noticed swelling of the soft tissues around the right leg. The surgeon concluded that the 3m pump was not sensing pressure adequately, and the pump cannula was withdrawn from the knee. The surgeon massaged the knee in an attempt to remove the arthroscopic fluid. The patient was later discharged in good condition.after the operation the 3m representative examined the pump hooking it up to the tubing used during the operation. He has stated his examination revealed that the pump was functioning normally.on february 14, 1992, the patient informed the hospital that she was experienceing severe discomfort associated with fluid in her right kneedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-may-91. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.